Event description:
The event involved a plum a+ infusion pump which was reported to have stopped by itself during infusion on a patient. The customer initially reported that they had issues with the device which included a bad pump mechanism that started to glitch when IV was connected to a patient. The customer reported that the pump mechanism was replaced and was still having the same issue and mentioned that it would not run the cassette when pump is infusing. Additional information was later received from the customer stated that levophed gtt was supposed to be infusing, blood pressure went low and mean arterial pressure went low and that the bedside monitor alarmed. The pump was restarted and it happened a 2nd time, there was a reported delivery issue and the pump was removed from service. On 24 february 2023, a medsun mandatory medwatch report (uf/importer report #: (B)(4) was received which specified that the pump infusion stopped itself along with the previous information previously provided by the customer. The initial reporter stated that the date of the report was november 2022 and the event occurred on (B)(6) 2022 at the hospital location. There was patient involvement, no harm or medical intervention was reported as a consequence of this event.

Manufacturer narrative:
The device was received for evaluation and a self-test and visual inspection were performed. The self-test passed and the visual inspection that was performed found the rear and front case were cracked. The ce module cover damage which damage the volume control knob. Also found the fluid shield cracked and the main chassis cracked by the ce module cover. The customer's compliant was confirmed that the device was glitching due to the damage ce cover that wasn't attached to the main chassis. The probable cause is damaged ce cover which wasn't seated to the main chassis; there appeared to be physical abuse on all of the damages.